Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales representative reported that during surgery the instrument does not function properly. Additional information received via telephone on 02 dec 2008, the sales representative reported that during a revision surgery for adjacent levels the surgeon was explanting a 6.5mm screw and replacing it with a 7.5mm screw. The surgeon did not use a tap. Before the surgeon placed the rod he used the dorsal height adjuster and when the surgeon was implanting the screw the dorsal height adjuster cracked where it interfaced with the screw. Whenever the surgeon attempted to advance the screw the instrument would crack more. The surgeon used the screw driver with the black sleeve to finish the case as intended.